Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box data revealed a low battery warning and replace battery alarms with evidence of installation of partially discharged batteries. The battery compartment was found to be undamaged. The returned battery cap was able to secure properly to the pump. The pump¿s electric draws were found to be within specification. Inspection of the pump¿s internal components found no defect, damage, or evidence of moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump continued to alarm to replace the battery following battery replacement. It was reported there was no damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.